Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule was attached inside the patient. The customer took the recorder into the study and was unable to download the study. There is no display on the recorder. The patient is doing fine. The patient and user did not experience any injury. A repeat procedure is necessary due to the alleged device malfunction. No known adverse events were reported.

Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The reported problem was confirmed, the cause for it lcd led is malfunction (not displayed text on the screen) or flat cable of the lcd. A review of the DHR indicating that the product was released meeting finished product specifications. According to risk assessment (B)(4), doc bravo recorder - risk analysis, (B)(4), this risk was assessed by broadly acceptable. The device was being used for diagnosis. The product was not reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: clinical lcd failure/broken. If information is provided in the future, a supplemental report will be issued.